Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had fallen at home and was admitted. The implantable cardioverter defibrillator site had a small ulceration with pus. The cultures came out negative and the patient was sent home with po doxycycline. The system remains implanted. The patient was stable.